Event description:
During ivtm therapy, customer reported that the thermogard xp system (sn# (B)(4) displayed a tcm ID:08 (coolant temp low) error message. Another thermogard console was used to continue with treatment. No consequences or impact to the patient.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Manufacturer narrative:
The customer reported a complaint that "the thermogard xp system (sn# (B)(6) displayed a tcm ID:08 (coolant temp low) error message" was confirmed based on the event log review but was not confirmed during the functional testing. The thermogard system passed the preliminary functional testing. Further investigation revealed that the potential root cause for the customer's reported complaint was the defective I/o board and a defective lm34 temperature sensor, likely due to defective components. During visual inspection, unrelated to the reported complaint, the top lid cover has a large cracked, degraded gasket on the coldwell cap and around the air trap block compartment has saline split were observed. These types of physical damages and degraded parts were likely attributed to mishandling. During event log review, multiple tcm ID:08 error were recorded on the reported event date, thus confirming the reported complaint. Also, in the event log, tcmid:05 (coolant diff failure) error occurred on the reported event date, unrelated to the reported complaint. The temperature sensors (lm34a and lm34b) detected abnormal delta temperature from the same coolant bath compartment intermittently. Therefore, the root cause of tcm ID:08 was due to the defective I/o board and a defective lm34 temperature sensor. The root cause of tcm ID:05 was due to the defective I/o board. After service completion, the thermogard system passed all functional testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system with serial number (B)(6).